Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The abbott representative reported the patient was admitted to the intensive care unit and that the swan ganz was in place for reasons unrelated to the cardiomems. A sensor check was performed at the bedside using the swan ganz catheter to confirm the validity of the pressure sensor readings. The sensor pressures matched the pressures from the catheter and the sensor was not recalibrated. Readings were observed under the manufacturer's patient care network database.